Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a red, itchy, and raised skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to apply ointment to the irritation. Outcome of the skin irritation is unknown.